Event description:
The caller reported that the cuff of the patient's tracheostomy tube deflated after forty-eight hours of use. It could not be re-inflated. A non-routine replacement of the tube was required. The stated this was critical as the patient almost coded. This was a new cannulation, and it was very hard to get the new tracheostomy tube into the stoma. The caller stated they isolated this to the pilot balloon leaking. The tube was disposed of and the lot number is unknown.